Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,e3,h6(clinical & impact).

Event description:
It was reported that during user check the cs300 intra-aortic balloon pump (iabp) bottle leaked. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6, h10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) bottle leaked.

Manufacturer narrative:
Additional information: tel - (B)(6). It was being reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "helium leak" . A getinge field service engineer (fse) had commented that the there was a follow-up call for helium leak on the shell side. Shell attachment check: ras seal check: no fault leak check in diagnostic mode: no loss over 5 minutes. Monitoring agreement by the biomedical service over several days fbc 3395. There was no involvement of the patient.

Event description:
N/a.